Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. As the issue had occurred in the past, the customer was unable to provide the amount of insulin that the cartridge had been filled with. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.